Manufacturer narrative:
The investigation determined that the root-cause could not be confirmed although the most probable root cause is associated with an anti-e antibody being weak and/or at the detection limit of the technique and reagents used.

Event description:
Customer contacting cts to report a false negative reaction to a patient's antibody screen tested on the provue. Customer reports the patient in question was initially tested on the provue for the type and 3 cell screen test on (B)(6) 2017. Patient's antibody screen was resulted as negative with no visible agglutination in any well to the anti-igg gel card. 0.8% surigscreen lot# vss898 and the anti-igg gel lot # 013017001-06 used in testing. No transfusions occur based on the resulted negative antibody screen. The customer indicates that the patient in question had recently visited a neighboring facility who had reported the identification of an anti-e by the manual gel method. The customer then went on and repeated the patient's antibody screen using the same listed reagents for the antibody screen by the manual gel method with a 15 min incubation and reports a weak reaction to cell#2 to lot# vss898. The customer then tested the patient sample against the 0.8% resolve panel a lot# vra273 by the manual gel method with a 15 min incubation and reports the panel to be negative (refer to (B)(4)). The sample was then tested against the enzyme treated resolve panel c lot# rc458 diluted to a 0.8% cell concentration and tested by the manual gel method and reports all e+ donors to have reacted 2-3+. Customer was able to identify and confirm the presence of the anti-e. Cts was able to confirm that the customer's repeat testing by the manual gel method were not performed using the same set of 0.8% surigscreen that were initial tested on the provue system but of the same lot#.